Event description:
Wire came loose from device while trying to canulate the common bile duct of the patient. The device was retracted from the patient at that time and was intact. A defective device form was completed for this device. No harm was done to the patient.